Event description:
It was reported that during follow-up, an increase in capture threshold and high, out of range pacing lead impedance were noted. Patient was asymptomatic. The lead was capped and replaced.